Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #27 of the patient¿s mouth, non-osseointegration was observed. Patient presented with a local infection and inadequate bone quality was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #27 of the patient¿s mouth, non-osseointegration was observed. Patient presented with a local infection and inadequate bone quality was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.